Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Partial console logs obtained from the cloud are mostly consistent with complaint and show multiple placement signal not reliable (psnr) events (opm signal invalid). No conclusion can be made based on this incomplete data. Console had not been returned for this investigation. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that there was an optical signal issue on the automated impella controller. The complainant had a concern regarding a potential optical sensor issue due to the placement signal waveform being incongruent with the patient¿s arterial line pressures. Additionally, the patient experienced an rp bleed, the customer stated that the rp bleed resolved. Also, the customer stated that the patient experienced hemolysis, the resolution was not provided. No information was provided on the resolution. Support continued. Care was eventually withdrawn, and the patient expired.